Manufacturer narrative:
The manufacturer received information alleging smoke damage had occurred to the blower located on the device. There was no harm or injury reported. The bipap a40 device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices, the third-party service technician stated that the blower presents "trances of smoke". The third-party service technician opened the blower casket had a "very strong smell of smoke". The third-party service technician was not able to determine the cause of this issue on the device. In conclusion, there was no part replaced and/or no repairs made to address the issue. The root cause isn't confirmed at this time. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. Additionally, during the service of the device, the printed circuit assembly (pca) needs replaced for a device's error codes, pressure regulation (e-037), check ac power supply information message (e-0105), high internal o2 error (e-0228), and a fan error (e-0299), where observed in the device's error log that were unrelated to the reportable issue.

Event description:
The manufacturer received information alleging smoke damage had occurred to the blower located on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The bipap a40 pro (113607882) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.